Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noisy signals in the right ventricular (rv) channel. The patient experienced asystole episodes. Data was sent to boston scientific technical services (ts) for analysis and reprogramming options with recommendations were given. At this time, it is unknown if the patient experienced asystole episodes greater than two seconds. This crt-d and rv lead remains in service. No adverse patient effects were reported. Additional information confirmed patient will be seen in clinic to troubleshoot noise on rv lead.